Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's ins was overdischarged for the third time. The representative attempted to interrogate the device but was unable to. The patient's ins was to be replaced with a non-rechargeable ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is in the process of scheduling their replacement. No further information was reported.